Manufacturer narrative:
The reporter's product was requested for investigation. The returned meter was provided for investigation where it was investigated and the failure with the display was confirmed. Segments were missing from the display. Upon further investigation, the meter was opened and the connections of the flex cable were investigated. A cable contact to the liquid crystal display connection pad was disconnected. Single segments on the display will not show intermittently as the cable connection is not always present. The complained meter was manufactured in 2009. Starting in august 2012, the manufacturer started implementing an improved heat seal connection to the liquid crystal display within the manufacturing process. This event occurred in (B)(6).

Event description:
The initial reporter stated that a patient performed a display check on accutrend plus meter serial number (B)(4) and in the results field of the display, various segments were missing. The user was unable to determine if displayed measurement results were correct or incorrect.